Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "description of event: blood is clotting; samples sent for cbc and could not be ran because of clotting known dates of events: yesterday, 1 more in the past (total of two occurrences thus far)".

Manufacturer narrative:
H.6. Investigation: bd received 5 samples for investigation. The samples were visually inspected for the presence of edta additive, all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits of 3.99mg ¿ 7.29mg for catalog 367856. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the retention testing was within specification limits. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "description of event: blood is clotting; samples sent for cbc and could not be ran because of clotting. Known dates of events: yesterday, 1 more in the past (total of two occurrences thus far)".